Event description:
The customer complained that patient samples yielded false positive reactions with cell 1 or 3 of biotestcell-p3 on tango. Five patient samples that had caused false positives were sent to us for quality control testing and also the supposedly defective product was returned. Our quality control laboratory re-tested the supposedly defective product on tango, using the five patient samples. All samples reacted correctly negative. We did not observe any false positive reactions. Our quality control laboratory tested further positive and negative samples on tango. All positive and negative reactions were correct. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that patient samples yielded false positive reactions with cell 1 or 3 of biotestcell-p3 on tango. Five patient samples that had caused false positives were sent to us for quality control testing and also the supposedly defective product was returned. Our quality control laboratory re-tested the supposedly defective product on tango, using the five patient samples. All samples reacted correctly negative. We did not observe any false positive reactions. Our quality control laboratory tested further positive and negative samples on tango. All positive and negative reactions were correct. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report for this incident

Manufacturer narrative:
This is our final report on this incident and equates to our initial report. This was sent as an initial report when it should have been our combined initial and final report. We apologize for any inconveniences this error might have caused.